Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient was hospitalized for peritonitis. On (B)(6) 2011, the patient was treated with tazopip injection 4.5gm twice daily intravenously and vancomycin injection 1gm with a loading dose ip. The cause of the peritonitis was unknown. At the time of the reporting, the event of peritonitis was resolving and the patient continued to receive tazopip. It was unknown if vancomycin was continued. Dianeal pd2 ultrabag and extraneal viaflex were continued. The reporter believed the event of peritonitis was not related to dianeal pd2 ultrabag or to extraneal viaflex therapies.